Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, the plunger did not engage with the lens. Temperature was within the range. Additional information has been requested and received stating that the surgery was completed with the new lens. Low harm was noted.

Manufacturer narrative:
Additional information has been provided in d.4., d.9., h.3., h.6., and h.11. The device was returned in the blister tray. The lens was not returned. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. Only the device was returned. No problem was found with the returned device. The root cause for the reported issue may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol (intraocular lens) as improper folding and lens damage may occur. Plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).